Manufacturer narrative:
H3:product analysis confirmed that visually, there was an orange brownish residue on the distal end of the device including the cuff balloon and electrode trace pads. Additionally, a portion of the inflation tube assembly, including the pilot balloon and valve, were cut when returned. Under magnification, there were no holes or cracks in the trace pads or ink traces. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 15.3 ohms (blue), 40.3 ohms (blue with white stripe), 24.3 ohms (red), and 22.3 ohms (red with white stripe) which all electrodes were in specification. For further analysis, a stylet was used to manipulate the shape of the tube, especially around the clamp shell, and the electrode resistances remained in specification. Functionally, for additional analysis, the device was connected to a nim system, with a stylet for manipulation, and the trace pads were submerged in saline to perform an electrode check and functional testing and the device passed the electrode check and had no issues during functional testing. Stylet manipulation caused no erratic behavior or intermittent issues. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure nim trivantage tube was placed and upon reaching the monitoring screen one channel started going crazy and then eventually turned itself off. Surgeon switched out the tube for another size and had the same issue. A third tube was then used and after replacement everything was fine. The procedure was delayed by 10 minutes. There was no patient impact.